Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump got scratches on the screen and they were unable to read the screen. The customer also stated that they got button error from sticky buttons. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The product will not be returned for analysis.